Manufacturer narrative:
Livanova deutschland manufactures the s5 gas blender system. The incident occurred in bad berka, germany. The o2 mass flow controller is defective. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system gave an output of 8.2 liters despite being set to 9 liters on o2 channel during maintenance. No error message was displayed. There was no patient involvement.

Manufacturer narrative:
H10: the unit returned to manufacturing's site and during inspection the reported issue was confirmed. During test run and pre-calibration error message related to regulator fault and values deviations were detected on air, o2 and co2 channels. In order to fix the issue mass flow controllers for air, co2 and o2 channels were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: the impacted components are electro-mechanical and it cannot be excluded that the malfunction led to a flow measurement inconsistent with the values set because of the drift of the sensors or faulty resistive elements.